Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges, the patient suffers from difficulty ambulating, pain, discomfort. (Transferred from voided (B)(4) rec'd (B)(4) 2014) legal claim received. Legal claim the patient was implanted with a pinnacle hip on (B)(6) 2010 and had experienced discomfort ever since. The patient was scheduled for a revision operation on (B)(6) 2014, but no medical records have been provided at this time for the revision operation. Update 6/9/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose stem. The stem is being added to the complaint. The complaint was updated on: 7/7/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).